Event description:
Customer reported a suspected high blood glucose level, with no specific values provided, only displayed as "high." Cause was not known. Customer administered a correction bolus via the pump as well as performed a supply change and required no further assistance, with control iq feature turned on.